Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient representative reported "persistent and increasing pain" and "implant in question had ruptured." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, deformation, bubbles in the gel, cloudy in the gel, and weight to the spec. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., g.1., g.3., h.6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, rupture, and seroma-late.

Event description:
Patient representative additionally reported left side "clear seroma", "inflammation", and ¿a small plaque, fungal area on the left areola.¿